Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl. The insulin pump had a motor error alarm. The customer was unable to clear the alarm and unable to complete rewind. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.